Event description:
Disinfectant caused at least 2 possibly 3 staff to have problems breathing. Sales rep suffered a sore throat. This incident occurred during inservice training of staff on the use of the device. No pts were involved.